Event description:
It was reported that during activation of the artificial urinary sphincter (aus) device, the patient was still leaking. The device had a fluid leak and mechanical issue, as the pump would not refill. There were no additional patient complications. A revision surgery was planned.

Event description:
It was reported that during activation of the artificial urinary sphincter (aus) device, the patient was still leaking. The device had a fluid leak and mechanical issue, as the pump would not refill. There were no additional patient complications. A device revision procedure was subsequently performed. No patient complications were reported.

Manufacturer narrative:
B3. Date of event - corrected upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff and balloon were visually and microscopically examined and leak tested. No anomalies were found with the cuff and balloon components. Based on the information available and analysis results, the reported mechanical issue and fluid leak were not confirmed. Urinary incontinence is listed in the device instructions for use (IFU) as a known inherent risk of device use. The pump was visually and microscopically examined, and leak tested. The pump springs appeared to be slightly bent and misaligned. The pump did not pass the poppet pressure test. Based on the information available and analysis results, analysis confirmed the pump issues caused or contributed to the reported clinical observations.

Event description:
It was reported that during activation of the artificial urinary sphincter (aus) device, the patient was still leaking. The device had a fluid leak and mechanical issue, as the pump would not refill. There were no additional patient complications. A revision surgery took place on 11-may-2022.